Event description:
It was reported that during a sparc implantation procedure "the physician damaged the bladder. The procedure was aborted and the bladder was repaired." No additional patient complications have been reported in relation to this event.